Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient experienced inaccurate cgm readings and sensor failure and decided to remove the sensor early. Upon sensor removal, the sensor wire was missing from the sensor pod, and the patient alleged the sensor wire remained in the skin. On the same day at 5:30 pm, the patient went to the emergency department (ed) and the attending physician had difficulty locating the sensor wire after administering local anesthesia and performing skin palpations. At the time of the report, the patient confirmed she did not have any foreign body reaction symptoms or pain at the insertion site. No diagnostic testing procedure was performed, and she was discharged home after two hours. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and supplemental MDR, additional information was received on 10/16/2025. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3 reason for non-evaluation - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The applicator product was evaluated. An external visual inspection was performed and no damage was found. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The allegation was undetermined. The probable cause could not be determined. G7 wearable product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.